Event description:
A 49 year old female was admitted for myocardial infarction and cardiac arrest. Following placement of an impella cp to the left femoral artery, angiography showed complete occlusion of the popliteal artery. The decision was made to remove the device and a two step interventional and surgical thrombectomy was carried out.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information was provided in d4 (catalog number). Section d catalog number was corrected. Additional information was provided in d4 (primary UDI number). Upon review, it was identified that it was inadvertently omitted from the initial report. Additional information was provided in h4 (device manufacture date). Upon review, it was identified that it was inadvertently omitted from the initial report. The root cause of the injury was unable to be determined due to insufficient clinical details.